Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the drive support disk is loose and sticking out. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.